Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. The returned device was visually inspected, and the following was observed: esheath expanded and distal tip opened as designed, two liner tears observed, two liner strands observed, esheath material severely damaged, scratches observed along the entire length, mostly at the distal end of the esheath. Due to the condition of the returned device (already fully expanded/opened as designed, liner torn), no applicable functional testing was able to be performed. Additionally, due to the condition of the liner strands (stretched and thread-like), liner thickness measurements were not able to be performed on them. A device history record (DHR) did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed two other similar complaints. No manufacturing non-conformances were identified and a definitive root cause was unable to be determined. However, available information suggests procedural factors (high push force, valve caught on liner) may have contributed to the complaint events. No labeling or IFU/training inadequacies were identified. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The 3mensio imagery was provided by the site and revealed the following: the patient's access vessels were tortuous and undersized. Note: required minimum luminal diameter (mld) for a 14f esheath is 5.5mm. The following instructions for use (IFU) were reviewed: IFU for esheath, IFU for commander delivery system, device preparation manual, procedural training manual, and the supplement subclavian and axillary approaches training manual. Based on this review, no IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) for the esheath (all models and sizes) was performed with related reported events. Prior closed complaints were also reviewed for similar events and root cause identification. Of the root causes identified, the following are potentially applicable to the complaint event: procedural factors: valve strut caught on sheath, excessive manipulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for esheath liner torn, esheath liner strand, and esheath damaged were confirmed through evaluation of the returned device. However, no manufacturing nonconformances were identified during the evaluation. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device preparation. Per evaluation of the returned device, the esheath was noted to have liner tears, liner strands, and material damage. As reported, 'per the field clinical specialist (fcs), during a subclavian tavr procedure for a 26mm sapien 3 ultra valve, the first esheath was inserted without complication. When pushing the crimped valve through the esheath, the valve pierced through the seam and inverted distal valve strut'. Additionally, per 3mensio imagery, the access vessel had presence of tortuosity and an undersized access vessel. The presence of tortuosity and an undersized access vessel can create a challenging pathway during delivery system advancement. It is possible that the crimped valve interacted with the esheath, leading to the observed liner tears, strands, and material damage. With further manipulation, the liner may have continued to tear along the entire length of the esheath shaft. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. As such, available information suggests that patient (tortuosity, undersized vessel) and/or procedural factors (excessive manipulation, valve caught on sheath/liner) factors may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-01731. Investigation is still ongoing. This medwatch report was created to capture the pre-decontamination findings. The serious injury (stenosis at the arteriotomy needing patch) was captured in the manufacturer report number mentioned above.

Event description:
As reported by the field clinical specialist (fcs), during a subclavian tavr procedure for a 26mm sapien 3 ultra valve, the first esheath was inserted without complication. When pushing the crimped valve through the esheath, the valve pierced through the seam and inverted distal valve strut. It was decided to attempt again via subclavian approach. A second system was inserted with no issues, however, post esheath removal, an angio revealed stenosis at the arteriotomy needing patch. Per pre-decontamination evaluation, the following findings were observed: liner tear, liner strand, and severe sheath shaft material damage.